Manufacturer narrative:
Physio-control determined the cause for the malfunction to be an electrical short of an ic chip, u1, on the analog pcb assembly. A replacement device was provided to the customer.

Event description:
During routine inspection, it was reported that the device displayed the wrench icon. Physio-control evaluated the device and found that it partially charged to the selected energy and was unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.